Event description:
Consumer complaint of low blood glucose results. Results in memory as follows: (B)(6) 2013 at 11:30a 72mg/dl, (B)(6) 2013 at 11:27a 88mg/dl, (B)(6) 2013 at 5:17a 97mg/dl. Caller states his glucose is normally 137-150mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).